Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro remained activated when it was removed from the leg. A replacement device was used to complete the procedure. The hospital did not report any pt effects.

Manufacturer narrative:
Investigation results: the hemopro device was returned to the factory for eval. It showed signs of clinical usage and evidence of blood. A visual inspection determined that there was flash inside of the connectors on the pigtail. A pre-cautery test was performed on the device using a reference power supply and extension cable. The device passed the pre-cautery test as it produced steam and heat during several activations and shut off when the toggle was released. The handle on the device was opened to verify the electrical connections; there was a significant amount of blood inside of the device handle and on the micro switch actuator. Based upon the eval results, the reported complaint for remains activated could not be confirmed; however, it was confirmed for flash in the pigtail connectors. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).